Event description:
Pt was revised to address pain caused by a loose cup.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.